Event description:
Associated medwatch-reports: 9610612-2021-00540 (400522138 - ae-qas-sp44). 9610612-2021-00552 (400522402 - ae-qas-sp44). 9610612-2021-00553(400522403 - ae-qas-sp44).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with ae-qas-sp44 - collect.no.qas spine spinal motion. According to the complainant, the implant experienced an issue with "function." Post-operative images revealed that the implant was in flexion where it has remained since. The physician attributed this to the patient's diminished, if not absent, muscle tone in the lumbar region. The complaint device was not available to be returned to the manufacturer for evaluation. No further patient information has been made available. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00540 (400522138 - ae-qas-sp44), 9610612-2021-00553 (400522403 - ae-qas-sp44).